Manufacturer narrative:
Stryker advised the customer that parts are no longer available and to remove the device service. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would no longer power on under ac or dc power. There was no patient use associated with this event.